Event description:
It was reported that the patient had a right ventricular (rv) lead revision on (B)(6) 2021, due to the lead was exhibiting loss of capture. Reportedly, the day after the lead revision, the lead exhibited high out-of-range pacing impedance measurements and loss of capture once more. It was believe that this lead had migrated. A second revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported. At this time, the lead remains in service.